Manufacturer narrative:
(B)(4). Concomitant medical devices: 00595001501 - femoral component - 62195386; 90597004014 - articular surface - 62216061; 00597206529 - patella - 62227162; 00111214001 - palacos - 74594301. The product was not returned to zimmer biomet for investigation as the it remains implanted. Scar tissue within a joint, also known as arthrofibrosis, can occur after any incision into the joint space. Scar tissue forms as the body tries to heal itself from the procedure, sometimes creating too much tissue which restricts range of motion and causes pain and stiffness. As indicated in the medical records, the patient underwent a procedure to release the scar tissue causing pain. Scar tissue formation is a natural healing process that varies from person to person. Therefore, this is procedure-related complication. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00285, 0001822565-2020-03672, 0002648920-2020-00480.

Event description:
It was reported patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent a corrective surgery to release the knee cap and clear away scar tissue approximately 6 years post implantation. Attempts have been made and no further information has been provided.